Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and received critical pump error open book image and noticed crack on the battery side of the pump. The customer reported blood glucose value of 230 mg/dl and treated with manual injection or inpen. The event involved product(s) mmt-332a, mmt-1880, unomedical. Troubleshooting was performed for critical pump error open book image and instructed customer to discontinue pump use and revert to back up plan as per hcp instructions. Troubleshooting was performed for crack on the battery side of the pump. Customer stated the pump was dropped on hardwood from 2-2.5 feet and the damage was not related to retainer ring. Troubleshooting was not performed for hyperglycemia and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-mmt-332a and unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.